Event description:
Device 3 of 4: reference MFR. Report: 1627487-2018-13360. Reference MFR. Report: 1627487-2018-13361. Reference MFR. Report: 1627487-2018-13363.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2018-13360. Reference MFR. Report: 1627487-2018-13361. Reference MFR. Report: 1627487-2018-13363. It was reported the patient underwent scs system explant on (B)(6) 2018. The reason for explant was not provided.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-13360, 1627487-2018-13361, 1627487-2018-13363. Additional information provided the patient experienced ineffective stimulation. As a result, the 2 quattrode leads were explanted. The patient¿s other 2 leads remain implanted and are providing therapy.